Manufacturer narrative:
The subject was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a diagnostic and therapeutic laparoscopic hysterectomy procedure the pk cutting forceps would operate on its own without being engaged by the surgeon. The intended procedure was completed with another device. Type of device and lot number used to complete the intended procedure was not provided. No patient harm or impact was reported due to the event. No user injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Evaluation of the returned device revealed that the reported failure could not be confirmed as the phenomenon could not be duplicated. Functional testing was performed and the device performed as designed with no physical anomalies noted during visual inspection. Unable to confirmed the reported issue. The defect may have been caused by the users' accessories( esg-400), however this device and other accessories were not sent in for investigation. Olympus will continue to monitor complaints for this device.